Event description:
In 2009, the pt was implanted with a gore tag thoracic endoprosthesis to repair a traumatic aortic transection. Three days later, the physician determined that the proximal end of the device had infolded. The next day, a re-intervention took place. The physician performed a carotid subclavian bypass, and implanted an unknown cook device to correct the collapse of the gore tag thoracic endoprosthesis. The pt tolerated the procedure and is doing well. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specs.